Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Event description:
During surgery, device stopped working and displayed end of life errror.

Event description:
During surgery device stopped working and displayed end of life error.

Manufacturer narrative:
Product event #(B)(4). Investigation plan: visual inspection functional verification testing performed: did the device fail to meet specification? If yes, explain. Visual inspection device received in a specimen plastic bag. Part # and lot # matched with gch complaint description noticed slight blood at the tip. Device saline and power cables were cut, so device cannot be hooked up to the generator for functional testing. Functional verification functional verification cannot be completed because device power cable was cut. Investigation conclusion: determine relationship, if any, of the device to this reported incident the complaint investigation cannot be completed because the device power cable was cut. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.